Event description:
It was reported that the low voltage advisory alarms resolved after instructing the patient to not run their batteries to the end of their lives and to always carry spare batteries. None of the batteries were expired, however all of the batteries required calibration. The vad coordinator checked the batteries in clinic and taught the patient how to perform calibration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the user repeated silencing of the low voltage advisory alarms was confirmed via log file analysis. A log file was submitted for review and showed events spanning approximately 3 days ((B)(6) 2020 ¿ (B)(6)2020 per timestamp). Low voltage advisory alarms were active on (B)(6) 2020 from 17:18:37 ¿ 17:23:00. These alarms occurred while connected to battery power and appear to be routine due to battery depletion. Upon activation of the low voltage advisory alarms the silence alarm button was pressed in order to mute the audible alarms. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The root cause of the repeated silencing of the low voltage advisory alarms was due to user error. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, per the vad coordinator, that the patient presented to the clinic with low battery and "red battery hazard" alarms while on battery power. Upon interrogation, the coordinator reports that the event log appeared to be missing files or missing events with the events with the exception of low voltage alarms. It was reported, per technical services (ts), that the log file captured low voltage advisory events from the beginning of data capture on (B)(6) 2020 at 17:18 and continued until 17:23 when the patient switched to the power module. The patient was on battery power at the time and the batteries do show that they were in a diminished stated and needed to be changed. Ts also noted that the alarm silence button was pressed persistently to silence the low voltage alarms, and that one of the batteries depleted faster than the other battery; therefore, ts requested that the calibration and expiration dates of the batteries be checked.